Event description:
It was reported that when the asymptomatic patient presented for an unrelated surgery, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected and the patient will continue with routine follow-ups.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the connector pin measuring 16.8cm was returned for analysis. External insulation abrasion was noted at 12.5-12.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 11.2-12.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of oversensing.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced due to oversensing. The patient was stable and discharged the next day.